Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display screen was cracked. The reporter indicated that the display screen was not able to be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/27/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 05/12/2015 with the following findings: during investigation, the pump was powered on with a blank display. The audible tones and vibration features functioned properly. During evaluation, the display was observed to be cracked. At test screen was inserted and the display was found to function properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.